Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was not reviewed as no lot/serial number was provided.

Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes bluselect malfunctioned. During the use of the tracheostomy tube, the customer removed the inner cannula from it for cleansing the cannula, and then inserted it into the tracheostomy tube again. Even after this procedure was performed only a couple of times, the end ring of the inner cannula got torn. Recently, the customer experienced such an event twice consecutively. No patient injury.